Manufacturer narrative:
Patients right balloon (injured side) had 1 cc while the patients left balloon had 1.5 cc. Dr. (B)(6) will keep rep cc updated on the status on the patient. The balloons were otherwise in perfect position with coaptation starting to be visible. A small injury was identified via cystoscopy/direct visualization. The injury is classified as small because there was not constant leaking of the contrast out of the bladder/urethra and no metal instrumentation could be identified directly with cystoscopy.

Event description:
Small injury in urethra identified via cystoscopy/direct visualization. Doctor placed a device on both sides bladder neck. Small injury seen on right side, catheter placed for 10 days post implant.